Event description:
A nurse reported that a system message displayed during surgery. A second system was used to complete the surgery, resulting in a 15 minute surgical delay to exchange equipment. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and handpiece, and could not duplicate the customer reported problem. The company representative reseated all the printed circuit boards (pcb) and connectors. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event cannot be determined conclusively. (B)(4).